Event description:
In early 2009, the pt reported she is experiencing air bubbles in the insulin cartridge of her infusion device after the cartridge is inserted into the device. She said this has caused elevated blood glucose readings in the 300 - 400s mg/dl with her target range being 70-120 mg/dl. She stated there are virtually no air bubbles in the cartridge when she fills it but within a day, she notices air in the cartridge and tubing. She disconnects the tubing from her infusion headset, primes all the air out and reconnects to her device. She stated she has tried different infusion sets but this has occurred with all of them. The pt was advised to switch to her backup device for troubleshooting purposes. On follow up with the pt, she stated the issue is better with the backup device but believes she needs additional training. A request for additional training was submitted. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.